Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer's health care worker reported customer receiving inaccurate high glucose readings from their freshstyle freedom meter and administered customer with extra units of insulin. Customer's health care worker reported customer experienced "all low blood sugar symptoms along with sweaty and weak". Customer was diagnosed with severe hypoglycemia by a nurse at the nursing home and was given peanut butter cracker, milk and orange juice with sugar to counteract his symptoms.